Manufacturer narrative:
Batch record review requested from manufacturing site; results pending. FDA antimicrobial effectiveness panel does not require the device to kill the organism. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the company, regarding eye infections from acanthamoeba.

Event description:
The company made data available to amo showing that it had interviewed 46 patients who had developed acanthamoeba keratitis infections reported since 2005. A total of 39 patients were soft contact lens wearers, 21 of whom reported using complete moisture plus. Additional information provided by the compnay indicated that one patient had used lot ab00713, exp 02/2008. We are attempting to obtain further information. Root cause has not been established.